Event description:
On december 6, 2006, a clinical incident involving a super turbovac arthrowand was reported . Following an arthroscopic procedure of the shoulder, the patient was reported to have sustained a second degree burn approximately the size of a quarter on the patient's shoulder. The burn was treated with silvadene and bandage. At the first postoperative visit, the burn was reported as blistering. At the second postoperative visit, less blistering was reported. It is unknown at this time if the burn will result in scarring. The patient is reported to be healing well.

Manufacturer narrative:
It is unknown if the device was reprocessed. The device was not returned to manufacturer for evaluation. No conclusion can be drawn.